Event description:
A customer reported that a black piece of material was found inside of a viscoelastic syringe prior to the start of surgery. The product was not used and no patient was involved. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).